Manufacturer narrative:
The axium prime coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). The patient under went coiling treatment of a small unruptured saccular aneurysm, located in m2 segment, measuring 4mmx4mm. It was reported that the coil was deployed and then attempted to detach. Tried to detach the coil with instant detacher but upon pulling back delivery wire, the coil came back as well. Tried detachment with instant detacher again same result. Moved to the hypotube break method to manually pull wire. Coil was still not detached. The coil was removed from the microcatheter and appeared to be firmly attached to delivery wire even after the pulled on the coil a bit. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. As received, the implant coil found damaged and stretched with the polypropylene filament intact and still attached to the pushwire. The instant detacher was not returned as it was discarded. The axium prime pushwire was found broken on the proximal end with a broken release wire extending out. The proximal pushwire segment containing the tack weld replacement (twr) crimps was not returned as it was discarded. During testing, an attempt was made to pull back on the release wire but release wire inadvertently broke, and the implant coil remained attached to the pushwire. The outer jacket was then removed and the coin and skive area were cleaned of the dried blood. The coin subsequently pulled back from the lumen stop without difficulty, and the implant coil detached. We were unable to determine that cause of non-detachment. Instant detacher and the proximal tip of the pushwire containing the tack weld replacement (twr) crimps were not returned; therefore, it could not be determined if the instant detacher was successful at breaking the tack weld replacement (twr) crimps. It is possible that the break in the release wire contributed to the reported difficulty during the manual method of detachment. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium prime detachable coil and i.d. (Instant detacher) instructions for use (IFU): directions for use: ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ precaution: "handle the axium prime detachable coil with care to avoid damage before or during treatment". If information is provided in the future, a supplemental report will be issued.